Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found a low voltage reading of 4.74 vdc on auxillary I/f pcb which will cause intermittent boot problems. He cleaned the power supply contacts and adjusted to 5.05vdc. All other power supply voltages check good. The customer showed the ge rep an artifact showing up in the image. He found and removed the artifact in the tube cover. The system operates as intended.

Event description:
The customer reported that the system displayed poor image quality also the system was down. They can turn it on but when they push the fluoro, they can't get an image.